Manufacturer narrative:
H.6. Investigation: a video of the customer demonstrating the use of the safeclip was provided. Customer struggled to insert needle using the available safeclip. This may occur if the needle port is occluded with previously trimmed needle material as the result of numerous uses over an extended period of time. Additionally, this wear caused by cutting insulin needles over an extended period of time may be sufficient to cause the port to rust. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the difficulty experienced operating the safeclip may be wear to the device as the result of numerous uses over an extended period of time.

Event description:
It was reported that 2 bd needle clipping device safe clip were not clipping or jammed. The following information was provided by the initial reporter : the customer reported that the needle cutter no longer works as it does not cut, the needle does not insert into the device.

Manufacturer narrative:
The manufacturing location for this product is nypro, mexico. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : there is no expiration date for this product. Initial reporter phone# : (B)(6). Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd needle clipping device safe clip were not clipping or jammed. The following information was provided by the initial reporter : the customer reported that the needle cutter no longer works as it does not cut, the needle does not insert into the device.